Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet user experienced hyperglycemia with blood glucose values around 300¿320 mg/dl despite no visible insulin leakage at the cartridge or infusion site, confirmed filled short tubing, and a full supply change with planned cgm sensor replacement; the user suspected insulin quality and contacted a healthcare provider. Symptoms included elevated blood glucose. Outcomes included no reported hospitalization or injury. Investigation included troubleshooting and user education through guided supply replacement and follow-up calls. Investigation of this case revealed no device malfunction could be identified and the cause of the hyperglycemia remained unclear. It was concluded, based on previously established findings for similar reports, that the cause was indeterminate. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.